Event description:
Received notice of litigation alleging patient received serious injury while being transported by an ambulance service from his home to the hospital. Mechanism of injury as it relates to the equipment is unknown at this time.

Manufacturer narrative:
An independent service agent evaluated this unit on three calls. No problem was found with unit on any service call. Note: unit not inspected nor serviced by authorized service prior to 2005 alleged incident.